Manufacturer narrative:
G2: report source (check all that apply). G6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. H4:device manufacture date. Evaluation summary: from the information we obtained, we were unable to identify the reason why the lens could not be cleaned. The assumed cause is the deterioration of the water supply function, and it is possible that the amount of water has decreased due to clogging and deformation of the water supply tube.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported low water (cannot clear lens). Date of event is unknown. The time of event is unknown. There was no report of patient harm.